Event description:
The customer reported that the elevation will not move up or down.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the power supply.